Event description:
The customer reported the patient pulled the cable of the device at the pump, because she wanted to go the toilet. Thereby a strong discharge happened to the infusion stand. The clamp on the back of the pump is burnt. The patient is well after being shocked. An employee had already discovered a flip of the safety fuse during loading one pump. At the plug everything was unobtrusively. It is not traceable if this was the pump that has caused this issue. The pump can still be started. The device was received for evaluation. The device is conforming to specifications. During an external check of the device it was found that the sudden tearing of the power cable has caused an electric arc. After repair, the device was found to meet specifications.